Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. On (B)(6) 2008, the patient died for an unknown reason (still under investigation at the time complaint was received). Reportedly, patient death was apparently not related to the device. Ventricular noise oversensing episodes had been observed previously, leading the physician to reprogram the ventricular sensitivity to 0.8mv. The physician observed low amplitude egms displayed in a recorded arrhythmia episode dated (B)(6) 2008 01:15. For comparison, another episode dated (B)(6) 2008 01:15 showed normal amplitude egms.

Manufacturer narrative:
(B)(4) - this event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. In response to the warning letter that the united states food drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Conclusion - provided files resulting from device interrogation before and after the patient death showed a device behaviour in accordance with the programmed settings. The low iegm amplitude resulted from an adaptation of the display over the complete episode: in these cases, some saturation could be observed, which explains why most of the qrs were seen as very low with the standard display - a zoom is available through the programmer to have a better idea of the corresponding events and amplitudes.